Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box was reviewed and showed evidence that the time and date had reset to default after a power event that occurred on (B)(4) 2014. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. During testing, the pump was exercised for 24 hours and then the battery was removed for 6 hours and the time and date were found to have reset to default. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and the internal pump battery was found to be leaking.

Event description:
On (B)(6) 2014, the reporter contacted animas reporting a blood glucose of 0.85 mmol/l resulting in unresponsiveness and requiring an injection of glucagon. The reporter indicated that the pump time and date had reset to default when the pump battery was removed. It is unclear if the patient had corrected the time and date on the pump¿s verify screen when the pump was rebooted. This report is made based on the allegation that the patient experienced severe hypoglycemia which may have been contributed to by use error.